Event description:
A caller reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Customer continued to use pump.